Manufacturer narrative:
(B)(4). Customer returned replacement meter - unable to test. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for e-5 error; test strip error observed after the sample is applied to test strip. Customer reported symptoms of frequent urination and thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2016, a blood test was performed by the customer and produced test result of hi. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is within 120 days.